Event description:
It was reported that during a da vinci assisted bilateral inguinal hernia procedure, bowel tissue was snagged by the force bipolar instrument. The surgeon went to move the forced bipolar instrument and observed that a prominent edge was snagged on the serosa of the small bowel. Movement was halted and the instrument was inspected to have been broken at the pulley location on the forced bipolar instrument; and a wire was poking out. The forced bipolar was carefully moved away from the small bowel and removed from the patient. There was no injury to the patient, bowel repair or blood observed. There was a procedural delay of approximately 15 to 20 minutes. The procedure was completed robotically, and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did receive a forced bipolar instrument to perform failure analysis, results are pending. The forced bipolar instrument returned (product number: 471405 / lot number: k10230803-0037), was used by another surgeon, in a different procedure; therefore, there was no alleged malfunction reported against the forced bipolar instrument returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa), and confirmed the customer-reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.055 offset at the tips.